Event description:
The operators reportedly attempted to monitor a pt who had been down for an unk period of time, possibly hours. The operators allegedly observed a flatline on the monitor screen and a constant right arm lead off alarm. The pt was not resuscitated. The operators stated that the alleged malfunction had no effect on pt outcome. The determination was based on the pts lack of viability.